Manufacturer narrative:
Upon completion of the investigation, the valve was visually inspected and a needle hole was noted in the needle chamber. An occlusion was noted in the valve. Further evaluation of the product revealed the presence of biological debris within the device. This biological debris caused the returned valve to fail the pressure test and it appears to have caused the difficulty encountered by the customer. Review of the device history record confirmed the valve met specification requirements when released to stock. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
The sales rep reported that the patient was submitted to surgery for unrelated issues to the implanted certas valve. The valve was fully functional, however during surgery, the surgeon decided to explant the ventricular catheter and the certas valve and replaced with another ventricular catheter and codman chpv as this device was subject of the codman recall. A new burr hole was made on the patient to implant the new ventricular catheter and valve.